Event description:
During baxter's evaluation of spectrum pump (serial number (B)(4)), evidence of tampering/unauthorized service was found. The mech sub-assembly was identified to be originally installed in spectrum pump serial number (B)(4). It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Review of the device history records for both devices, shows the mech sub-assembly belongs to device serial number (B)(4). This is an indication that the mech sub-assembly was not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.